Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that they were speaking with the healthcare professional (hcp) and they told the patient that they had another patient with the same issue where it was shocking the patient and they replaced all the parts but the shocking continued. The consumer also stated that they read on a forum that here were people around the world with the same issue. They did not know the names of any of these people or dates of events. No further patient complications were reported as a result of this event.